Event description:
On 09/12/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump experienced extremely weak or nonexistent outflow and shaver suction, and an ar-6482 dualwave remote produced an "synergy shaver detect" error message with lavage button glitch. The issues occurred during a case on (B)(6) 2025 additional information was provided on 09/17/2025 where the sales representative reported that ar-6430 tubing was used in this event. The pump settings were set at 55mmhg, high shaver, high cannula. The pump was used to complete the case. Additional information was provided on 09/18/2025 where the sales representative reported this event occurred during a knee arthroscopy procedure. The complaint tubing was used to complete the procedure, in addition, a separate suction was periodically used to remove fluid from the joint. It was uncertain if the neoprene sleeve flattened or compressed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The outflow motor was observed to be noisy at 88db's and perform below specification at 1300mls per minute. Physical damage was found to the top cover, the bottom cover, the bezel, the lcd touch screen, and both door levers. Confirmed unit software version is v1.10 rev.33. The serial label requires an update. The software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers.